Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no photos or samples displaying the reported condition of leakage past stopper were available for examination, we were unable to fully investigate this incident. Root cause could not be determined. At assembly process there is mechanism control to check the stopper leakage. Review of the DHR showed that checking sensor and testing on leak test station with no abnormality observed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that 3 bd¿ syringes with precisionglide¿ needle experienced leakage. The following information was provided by the initial reporter, translated from taiwan to english: rubber leakage, drug fluid.